Event description:
It was reported that the left ventricular lead had a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk implantable cardioverter defibrillator (B)(6) 2010; implantable pacing lead (B)(6) 2002; 6947 implantable tachy lead (B)(6) 2002. (B)(4).